Event description:
Reporting status: malfunction. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or add'l procedure. Device issue: failure to cross. It was reported that an attempt was made to treat a perforation caused by another company's balloon during post-dilatation of another company's stent with the graftmaster stent, but the graftmaster would not cross. The perforation was monitored, and resolved itself with no add'l treatment. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - the device was in working order and left abbott vascular instruments as per specifications. It is reported that the perforation spontaneously sealed and the stent graft was no longer required. No add'l intervention was required as a result of the inability of the stent graft to cross the perforation. The device was not returned for investigation, therefore, no complaint root cause can be identified.